Manufacturer narrative:
D10 concomitant medical products: 170056, 170056 endo stitch 0 und 120 polysbx12 (lot# j4b3222y) 173016, 173016 endo stitch instrument (lot# j2k0014ey). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the needle broke. It was noted that half of the needle was left in the patient cavity and was not retrieved. An x-ray was performed to locate the needle. Product was received without accompanying information.

Manufacturer narrative:
Additional info: d4 (unique identifier (UDI) #), e1, g1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.